Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and the tricuspid valve was repaired due to an infection. It was noted the device was reprogrammed just prior to explant. A leadless pacemaker was implanted six days later. No further patient complications have been reported as a result of this event.